Event description:
Customer reported unexpected negative reactions on the echo with capture-r ready ID. A patient with a history of an anti-d resulted with a negative screen and ID on the echo. The anti-d was not rhig induced.

Manufacturer narrative:
Reactivity of the d antigen was confirmed with retention crrs(3), lot r028 and crrid, lot id105. These reagents were used by the customer at the time of the event. The customer did not return product or sample for investigation testing.